Manufacturer narrative:
Operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that there was a low downstream occlusion reading at 5.2psi. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection of the device found it missing a tamper seal. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. The device passed the pressure test at 21 psi. No problem found. For preventative action it was recommended that the downstream occlusion sensor be replaced. The root cause of the reported problem was unknown. No fault found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on 12august2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120. H4: correction: device manufacturing date: 30-oct-2018.